Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of symptoms/ae: during the procedure. It was reported that during a left internal carotid artery stenting procedure, during post dilatation, the patient experienced hypotension. The patient was started on vasopressors/inotropes. The hypotension continued and the patient was discharged home the following day with instructions to start sudafed. Although requested, there is no additional information available.

Manufacturer narrative:
Study event. The customer reported that the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.